Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 13nov2018: endoleak type 1b 449 days post-procedure. At time of enrollment the patient presented with an acute thoracic aortic dissection type b. As symptoms of the disease, he experienced back/chest pain. On (B)(6) 2016 (11 days pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel but vessel wall thrombosis in the distal aortic necks > 50% of circumference was observed. The maximum dissection diameter was 40 mm. Proximal neck diameter was 36 mm and proximal neck length was 15 mm. The characteristics of both the proximal and distal neck was straight. The primary indication for treatment was acute aortic dissection type b. No malperfusion was present. Proximal start of false lumen was zone 3. Most distal extend of false lumen was below aortic bifurcation in the right side. There were re-entry tears visible. The false lumen was partially thrombosed. On (B)(6) 2016 the patient underwent surgery due to his thoracic aortic dissection type b. Following component was implanted successfully during the index procedure: one proximal component (catalog# zta-p-38-217, lot# e3275903). Lsa was not covered by the stent graft fabric. The proximal zone of stent graft implantation was zone 3. No additional procedure was performed during index procedure. No reportable adverse events were observed on completion angiogram. On (B)(6) 2016 (49 days procedure) a follow-up visit showed a maximum dissection diameter of 38 mm. The total length of covered aorta was 217 mm. False lumen status at level of stented segment of the aorta: partially thrombosed false lumen status above stented segment of the aorta: partially thrombosed there was no progression of dissection. A type 1a endoleak on the beginning of the device was observed. False lumen perfusion was still present coming from a distal reentry. On (B)(6) 2017 (449 days post-procedure) a follow-up visit showed a maximum dissection diameter of 40 mm and a total length of covered aorta 217 mm. A new endoleak type 1b was discovered. The site has provided following comments: ¿endoleak type ib not seen directly on CT scan but it appears that the false lumen and the aortic size have grown from 35 to 40mm on the distal end of the stent graf. It seems to be an indirect sign of endoleak ib¿ and ¿total length of covered aorta by stent graft is not sufficient. New endovascular procedure has been postponed because of a kidney cancer surgery.¿ there is no longer evidence of false lumen perfusion.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a new type 1b endoleak was discovered 449 days post-procedure. According to the site, it was an indirect sign of type 1b endoleak, as it was not seen directly on CT scan but appeared that the false lumen and the aortic size were grown from 35 to 40 mm on the distal end of the stent graft. Additionally, the total length of covered aorta by the stent graft was not sufficient. A new procedure has been postponed because of a kidney cancer surgery. No information on patient harm. A clinical assessment was performed on the information received in the description of event. It was noted that the alpha device was used for dissection and therefore out of indication. Additionally, the device was not sized according to the IFU. However, according to the clinical assessment "despite the use of zta in a case of tbad, this event is assessed not being directly related to the off-label use, since type 1b endoleak is a well-known complication after tevar for dissection, if a distal reentry is not covered, regardless of the stent graft used. The outside IFU-anatomy regarding proximal neck length and diameter of stent graft is considered non-contributing factors to the type 1b endoleak. The distal neck was not measured and can therefore not be evaluated". The clinical assessment suggest that a likely cause for the type 1b endoleak is lack of coverage of the distal entry tear (distal entry tear was reported in the previous information received). Per the IFU, the safety and effectiveness of zenith alpha has not been evaluated in patient populations with dissection. It is therefore not possible to determine whether type 1b endoleak was device related or not, or what caused the type 1b endoleak. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the investigation of this complaint was based on review of complaint history and the instructions for use (IFU). An acute type b dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: post-procedure imaging was received, why this complaint was re-opened for re-investigation. According to imaging review the false lumen perfusion at one month along the outer aortic curvature was confirmed. However, the seal zone length was only 7.5mm on the provided image and the aortic arch radius was 15mm, which are not according to IFU recommendations and may increase the risk of endoleak. The false lumen perfusion across the sealing stent at one month resolved by three months and remained so at nine months. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016 (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: protocol (B)(4), pt. (B)(6), type ia endoleak at 1 mo on (B)(6) 2016, the patient received one zenith alpha¿ thoracic endovascular graft proximal component (zta-p-38-217). The proximal zone of stent graft implantation was 3 using the ishimaru zone classification scale. The left subclavian artery was not covered by the stent and no additional procedures were performed. No reportable adverse events were observed during or after the procedure and no endoleaks were reported at the end of the procedure. On (B)(6) 2016, the 1 month follow-up CT was completed. The false lumen was partially thrombosed at the level of the stented segment of the aorta, and above the stented segment of the aorta. There was no progression of the dissection. A type ia (proximal end) endoleak was noted at the beginning of the endoprosthesis which was a new finding and did not result in a clinical event or intervention. There was evidence of false lumen perfusion from distal re-entry. There were no other significant findings. Patient outcome: the patient remains in the study.